Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The most likely cause was that the user moved the patient reference frame per the reported event. The software functioned as designed. The instructions for use (IFU) that accompanies the device contains warnings regarding frame movement: ¿warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result.¿ and ¿warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."

Manufacturer narrative:
A medtronic representative reported that it is suspected that the frame may have been bumped during the procedure. On 12/12/2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. During navigation, the surgeon alleged losing accuracy. The site radiographic technologist (rt) re-sent the same exam and the surgeon then stated that accuracy was restored. After testing the navigation system and imaging system, accuracy was repeatedly proven after multiple exams. System performed as intended. - no parts have been received by manufacturer for analysis. - no further issues have been reported..

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred. The inaccuracy was alleged to be 1 centimeter medial/posterior during an l4-l5 fusion. Accuracy was confirmed after the spin was taken. The medtronic representative noted that they re-sent the spin the navigation system and the scan appeared more accurate, however, still inaccurate. Passive planar probe and solera 5.5/6.0 mas screw driver were inaccurate. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 20 minutes. There was no impact on patient outcome.